Event description:
It was reported that the patient feels electrical impulses 24 minutes after every hour. Interrogation showed an atrial lead warning but the patient does not have an atrial lead. The warning was cleared. It was not determined what was causing the electrical impulses. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.